Manufacturer narrative:
(B)(4). Information not asked for but unknown or provided during initial contact. Information anticipated, but unavailable at this time when additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). The device was received with the top of the I-blade fractured and slightly lifted. The jaws were found attached to the instrument. In addition no pieces were found missing under microscope inspection. Although the blade was found slightly lifted the device could be tested by generator and passed all functional testing. The energy output delivered from the device was verified and the cutting of the test media performed as expected. All three tones were heard during functional testing (tone 1 is heard when the energy activation button is pressed; tone 2 is heard when tissue impedance threshold is reached; and tone 3 is heard when the cycle is complete). No yellow alert screens were displaying during testing. There is insufficient evidence related to what caused the damage; a probable cause of the damage to the I-blade could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. It could not be determined what may have caused the yellow alert screens.

Event description:
It was reported that during a laparoscopic hysterectomy procedure the surgeon placed the device on the tissue, activated the energy button, waited for the sealed tone and then proceeded to cut with the I-blade. Just before the I-blade reached the end of the jaw of the instrument, an error tone appeared on the generator, it said reposition tissue in jaw. They followed that instruction and the same error appeared again. They repositioned tissue again and error came up saying discard instrument and replace with new. The surgeon proceeded by following that instruction and continued successfully. When instrument was inspected later on, the I-blade appeared to be bent upwards. There was a delay of ten minutes and no adverse event caused to patient. The device has been cleaned thoroughly throughout the procedure and all instructions for use were followed. The tissue in the jaw at the time was by no means too thick. Procedure was completed with same like device.